Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm test. No delivery alarm was noted during testing. The insulin pump functioned properly. It was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
Customer reported a hospitalization due to high blood glucose and diabetic ketoacidosis. The blood glucose reading at the time of hospitalization was 600 mg/dl. Customer was wearing the insulin pump at the time of the event. Customer was treated with an insulin drip. At the time of the report, the blood glucose reading was 356 mg/dl. She stated that the drive support cap appeared normal. She found no air in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. The basal rate and bolus wizard settings were correct. The insulin pump failed the high pressure test twice. Nothing further was reported.